Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a meter error (bg>15 min old) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 03/07/2017 device evaluation: the meter has been returned to animas and evaluated on 02/14/2017 with the following findings: the meter was paired with a test pump successfully. No warnings were observed during the investigation. A bolus was performed 30 minutes after a blood glucose measurement was taken, and the appropriate alarm sounded. The alleged issue could not be duplicated.